Event description:
Ulticare 31g 8mm 3/10cc insulin syringe. The exposed needle is longer than 8mm on this product when compared to other brands for the same needle (compared to bd and walgreens needle).